Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the battery voltage is dropping and the chair is veering to the right.